Event description:
Surgeon stated that the clip jammed in the closed position while on base of artery. The jaws of the clip applier were pried apart. The clip applier was removed and a new applier opened and the case proceeded without further incident.====================== health professional's impression======================unknown mechanical failure.